Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to non union of the baseplate and fractured screws. The fractured screws remain in the patient's bone. Patient was converted from a reverse shoulder system to a hemiarthroplasty system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "if glenoid component is not securely fixed, micromotion can lead to peripheral screw failure." The following sections could not be completed due to the part/lot information could be: category number - 180503; lot number - 069240; expiration date - aug 31, 2020; manufacture date ¿ aug 8, 2010. Category number - 180500; lot number - 857700; expiration date - jul 31, 2020; manufacture date ¿ jul 16, 2010. Category number - 180502; lot number - 633640; expiration date - jun 30, 2020; manufacture date ¿ jun 18, 2010.

Manufacturer narrative:
Corrected for accuracy in description.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to no bony ingrowth of the baseplate and fractured screws. The fractured screws remain in the patient's bone. Patient was converted from a reverse shoulder system to a hemiarthroplasty system.